Event description:
"The tip has broken and is hanging which cannot be used for procedure. No effect; did not reach patient/person. Detected before use or does not touch patient before use". What part or component of the device is damaged: tip. What type of procedure was being performed/intended: was pulled from stock location. Did the patient require any additional interventions/procedures or experience any adverse effects due to this event: did not reach procedure. Please describe the damage in detail: the tip of the item is bent. Was the device damage identified: prior to opening the package. Was the functionality of the device tested prior to noticing the damage: no. Were any preparatory steps performed to the device prior to noticing the damage: pulling product off stock shelf so it cannot be used.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.